Event description:
The user facility reported 64yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the purge pressure rose until purge alarm for purge block occurred. Changing the purge cassette did not resolve the issue, neither did adding heparin to the purge solution. The physician decided to remove the impella 5.5 to avoid a possible pump stop. Patient successfully weaned off impella and stable after surgical wound closure.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. The data logs confirm a rapid increase in purge pressure within 5 minutes. During this time there were spikes in motor current. Inconsistent placement signal and purge system blocked alarms were triggered. No product was returned so the location of the purge blockage could not be confirmed. The root cause of the high purge pressure was unable to be determined as no product was returned for evaluation. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.